Manufacturer narrative:
Initial.

Event description:
It was reported that a nurse at a diabetes camp observed dexcom g7 continuous glucose monitor (cgm) glucose readings present in the dexcom app but not transmitting to the ilet, consistent with signal loss to the pump; during troubleshooting, data transmission to the ilet resumed and blood glucose readings were in range. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and user education for continuous glucose monitor signal loss. Investigation of this case revealed transient cgm-to-pump communication loss without evidence of device malfunction and with restoration of communication during the call. It was concluded, based on previously established findings for similar reports, that the cause was transient signal interruption.